Event description:
Latitude remote alert for fault code 1003 "voltage was too low for projected remaining capacity". Bsc (boston scientific corp) tech support confirmed generator needs to be replaced within 7 days. Patient scheduled for ICD generator change today [redacted].